Event description:
It was reported that an ilet pump sustained physical damage when the touchscreen was cracked, after which the display became unusable and the screen was nonresponsive; the device had been synced prior to shutdown and will be returned, and the user continued continuous glucose monitoring with a dexcom g7. Symptoms included no injury. Outcomes included interruption of normal pump use requiring replacement and return of the damaged unit. Investigation included collection of event details and confirmation of device handling, synchronization status, and shutdown procedure, as well as arrangements for return and guidance on data and startup requirements for the replacement. Investigation of this case revealed external physical damage to the touchscreen consistent with a broken or cracked screen that rendered the user interface inoperable, with no device-generated alerts reported after shutdown. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage external to the device¿s design or manufacturing.